Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer stated that device was operational, but the touchscreen was not responding to touch properly, and needs to be replaced. The customer was provided with the part number for a replacement touchscreen. Investigation is ongoing

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.